Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: who fired the device and what was his/her experience with the device? The operating surgeons were (B)(6). What was the surgeon's experience with the procedure? Dr. (B)(6) stated in his written defense that he ¿performed in his career hundreds of starr surgeries and thus was very experienced and skillful.¿ additional information: please confirm the product code: 2 device pph03 were used. Please confirm the procedure. Starr procedure for rectum anal prolapse and rectocele. What were the indications for surgery? Rectum anal prolapse and rectocele. Who fired the device and what was his/her experience with the device? I need to ask to our legal dept. What was the surgeons experience with the procedure? As above. When the device was fired, where was the indicator located within the green zone/gap setting scale? As above. Were the forces to close or forces to fire higher or lower than expected? As above. Were there any staples observed in the surgical field or the specimen? If yes, what was their appearance? As above. Are the operation notes available? As above. What is the patients current status? The patient currently is suffering a medium-serious depression and incontinence stress related. Is the device available for nondestructive analysis or on site photography? I need to ask.

Event description:
It was reported that "the patient on (B)(6) 2011 was subjected to a starr procedure due to rectal prolapse at casa di cura musumeci in gravina di catania. During the procedure, occurred a laceration of the lateral-anterior rectal wall. The laceration was to all thickness. The surgeon tried to repair the laceration by transanal way but it was very difficulty and so was conducted an umbilical laparatomy that confirmed the laceration. The surgeons proceeded with resection and colorectal anastomosis t-t and right ileostomy. During the procedure, was necessary a blood transfusion. On date (B)(6) 2011, the patient accused a peripheral vascular disease and was treated with a central venous catheter(cvc) through jugular access. On (B)(6) 2011 the patient, after a x-ray exam, was hospitalized again and was subjected to a new intervention of closure of right ileostomy. Subsequently due to neurological disease. The patient was subjected to a neurological examination and was diagnosed a medium-serious depression. On (B)(6) 2012, after an endoscopic examination, was detected a rectocele, rectal prolapse and descending perineum. On date (B)(6) 2012, after an anorectal manometry, was noted reduced defecatory threshold. On date (B)(6) 2012 after an urological exam was noted a cystocele of degree ii-iii. Patient is critical." One device was retained for legal reasons.

Manufacturer narrative:
(B)(4). Handwritten medical records, which were written in (B)(6), have been obtained. As the medical records are handwritten, parts of the records are illegible. Attempts are being made to translate and clarify the records. If the records are able to be translated and clarified, a supplemental medwatch will be sent with the complete summary. The incomplete summary of the medical records is as follows: ¿it¿s performed a starr procedure with a double pph03. The pre-operative control reveal a superabundant prolapse on the right side wall. We proceed with positioning of pph in order to have a reduction. Suffers the side wall; this was lacerated at full depth. It was attempted to repair the wall through (illegible) way. The maneuver is made difficult due to the (illegible) of the anatomic planes and to (illegible). It proceeds on consent of relatives (husband) with laparotomy(illegible) that confirms a rectal lesion at the anterior side wall. It performs isolation of the intraperitoneal rectum in the proximal stump, the isolation of the distal stump is (illegible) due to the (illegible) with the vaginal wall, outcome of the first surgical (illegible) done with (illegible)."